Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that during training/demo, the customer contacted the technical support engineer (tse) and reported that the left master tool manipulator (mtml) had displayed a repeated recoverable error that prevented system use during simulation. Before contacting tse, the caller had power cycled the system and reconnected the blue fiber cables without improvement. The tse then attempted to review error logs but could not because the system had not been connected to remote monitoring. The tse requested that the system be connected to the internet to enable further log review, but the caller was unable to do so at that time, could not provide an error number, and requested that the system be checked. There was no patient involvement.